Event description:
A 4 right guiding catheter was advanced to the area of the aortic root. Due to the tortuoisity of the patients iliac system. Torquie could not be applied to engage the rca. A fr. Ar2 type guiding catheter was advanced with failure to engage the rca. A judkins type guiding catheter also would not engage. Upon attempting to withdraw the cather. It fractured in the mid iliac artery. Attempts were made to pull back the introducer but the fractured portion would not disengage. Surgical removal of the catheter was done through the external iliac artery.